Event description:
On routine pacemaker telephone check 11/16/94 pt was found to have intermittent failure of her ventricular wire to sense and captive. She had recently begun to have presyncopal symptoms with walking.